Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was 221 mg/dl. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was unable to clear the alarms. Customer was advised that the insulin pump error would be corrected once rewind process completed. The insulin pump will not be returned for analysis.